Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report that the pump alarmed, and message was displayed on screen 1836.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an1836 alarm. Device settings read: continuous infusion rate: 46 h -2.2 ml; total reservoir volume: 100ml; given: little over 3 ml; air detector is off, upstream sensor is off; lock level is ll2. Cstd was used to fill cassette. Syringe was used to prime pump. There was a patient involvement and no patient harm/adverse event reported.